Event description:
Drill guard became so hot that it created a first degree burn on the skin and into the dermis. Burn area was approximately 3 cm in length and 1 cm wide. The area was incised. The drill guard was isolated in the sterile field and not used for the remainder of the case.